Event description:
A customer reported that at 5:00pm on (B)(6) 2011, he received a reading of 425 mg/dl on his precision xtra meter that was higher than he felt. As a result of the reading, the customer reported "feeling weak and dizzy, incoherent and off balance and fell twice". The customer indicated he experienced a loss of consciousness, was taken to the hospital by his sister. He reporteded a diagnosis of hypoglycemia and treatment unknown intravenous fluids. During the hospital visit, the customer's insulin was adjusted to a lower dosage, pain medication was provided, other medications were adjusted, and he received a diagnostic workup including x-rays, eeg and ultrasound. Upon follow-up, the customer confirmed the loss of consciousness, stating "he does remember falling, but does not remember his sister taking him to the hospital." Readings taken at the hospital of 200 mg/dl, 180 mg/dl, 160 mg/dl and 150 mg/dl were reported, although the time of the readings was not provided. The customer was unsure if he was diagnosed with hypo or hyperglycemia, or what treatment was administered intravenously. He indicated his sister might be able to provide this information, but attempts by adc to contact her have been unsuccessful. There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing.